Event description:
It was reported that oversensing was observed on the device. Device reprogramming was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported that oversensing was observed on the device. Device reprogramming was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.